Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to zoll manufacturing for investigation. Upon investigation the monitor was not producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the c/a board. The root cause of the open resistor cannot be positively identified, but investigations into similar events have determined that the damage to the r781 resistor is consistent with the patient receiving a non-lifevest rescue defibrillation from emergency responders. There is no indication that the open resistor caused or contributed to the patient's death. Electrode belt sn (B)(4) was returned to zoll manufacturing for investigation. As received, the electrode belt failed an ECG falloff test. The cause for the failure was isolated to shorted u727 and u728 components on the distribution node pca. An internal corrective action is currently underway to investigate the root cause of the u727 and u728 failures. There is no indication that the shorted components caused or contributed to the patient's death. Device manufacture date: monitor sn (B)(4): 07/20/2011 - reuse; electrode belt sn (B)(4): 12/26/2013 - reuse. Evaluation conclusion: a review of the event indicated that the patient was appropriately treated three times on (B)(6) 2015 and passed away early on (B)(6) 2015. The post-shock rhythm after the third treatment is unknown due to the damaged electrode belt. Since we cannot definitely confirm that the patient did not experience additional treatable arrhythmias, we are reporting this event out of an abundance of caution. It was reported that the patient was taken to the hospital and stabilized after the treatment event. The lifevest was removed and the patient subsequently passed away in an ambulance. There is no indication or allegations to suggest that the lifevest caused or contributed to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event on (B)(6) 2015 and passed away on (B)(6) 2015. It was reported that the patient was at home at the time of the treatment event consisting of three treatment defibrillations. The first two appropriate treatments delivered 150 joules on (B)(6) 2015 at 19:13:36 and 21:00:47 with rhythms of ventricular fibrillation (vf). The post shock rhythm of the first two treatments was sinus rhythm. The third treatment delivered 126 joules at 22:48:54 during ventricular tachycardia (vt). The post shock rhythm of the third treatment is unknown. After the treatment event the patient was taken to a hospital where she was stabilized and the lifevest was removed. The patient was then taken to a second hospital via ambulance and passed away on (B)(6) 2015 during the transport. The patient was not wearing the lifevest at the time of passing.